Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen had scratches making hard to see, insulin was squirting during rewind. The customer's blood glucose value was unknown. Troubleshooting was done. The customer stated that the insulin pump had replace battery after 5 days, random no delivery alarms. The device will not be returned for analysis.